Manufacturer narrative:
(B)(4).

Event description:
This report pertains to one of two trapezoid rx baskets used in the same patient and procedure. It was reported to boston scientific corporation that two trapezoid rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) , 2022. During the procedure, a trapezoid rx basket was inserted into the bile duct, opened the basket and captured a stone. When the basket was closed, the handle cannula separated from the handle. The scope was removed leaving the wire still on the patient's mouth. Another scope was inserted into the patient and passed another trapezoid rx basket. The basket captured the stone, but the basket broke off the catheter when the basket was closed. A spyds ii catheter was used, passed an ehl probe through the spyds ii, and broke the stone enough to pull the baskets out with a rescue forceps. The procedure was completed with the spyglass ds and ehl probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of handle cannula detachment of device or device component. Impact code f2301 captures the reportable event of spyglass ds and ehl probe used to break the stone. Block h2: additional information: b5 (event description), h6 (device codes), and h10 have been updated based on additional information received. Block h11: correction: e4 (init rptr also sent rep to FDA) has been corrected.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same patient and procedure. It was reported to boston scientific corporation that two trapezoid rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was inserted into the bile duct, opened the basket and captured a stone. When the basket was closed, the handle cannula separated from the handle. The scope was removed leaving the wire still on the patient's mouth. Another scope was inserted into the patient and passed another trapezoid rx basket. The basket captured the stone, but the basket broke off the catheter when the basket was closed. A spyds ii catheter was used, passed an ehl probe through the spyds ii, and broke the stone enough to pull the baskets out with a rescue forceps. The procedure was completed with the spyglass ds and ehl probe. There were no patient complications reported as a result of this event. The handle cannula of both trapezoid rx baskets detached, and control was lost in opening and closing of the basket. Both handle assembly were eventually cut off to be able to remove the scope and leave the catheter and basket still in the patient.